Manufacturer narrative:
Device label code for f10. Position 1: 1738, position 2: 1738, and position 3: 1701. Underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical apperance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
The iab was inserted into the patient on 11/8/96. On 11/14/96 after iabp for six days, an alarm sounded from the pump and blood was noted in the tubing. Event complications: unk - reported 11/15/96; none - reported 12/3/96. Patient's current status: awaiting heart transplant.